Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.

Event description:
Product analysis was performed on the explanted lead. Other than typical wear and explant related observations, no anomalies were identified in the returned lead portions.

Event description:
It was reported that the patient underwent generator and lead explant due to an infection. It was reported that no patient manipulation or trauma was reported that was believed to have caused or contributed to the infection. The surgeon indicated that the device was intact and no obvious infection was present. The surgeon also indicated that the infection was reported to be in the generator pocket only and not the lead. No cultures were obtained. The generator and lead were returned for analysis on (B)(6) 2013. Analysis of the generator was completed on (B)(6) 2013. Results of diagnostic testing indicated the device was operated properly and communicated properly. Electrical test results showed that the pulse generator performed according to functional specifications. There were no adverse functional, mechanical, or visual issues identified with the returned generator. Analysis of the lead is underway, but has not been completed to date.